Event description:
One touch ultra meter would not turn on. This issue was not resolved with troubleshooting. The test strips were in good condition and the batteries were correctly installed less than a year ago. There was no medical intervention or treatment given. Patient did not experience any symptoms. A replacement meter was sent to the patient.